Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was getting shocking sensations when moving or when pressing against the ipg or leads. High impedances were noted. The patient underwent a revision procedure wherein the lead and ipg were replaced. Device malfunction was suspected. Four electrodes came off the paddle lead but the dislodged electrodes were successfully removed from the patient¿s body. The patient was doing well postoperatively.

Event description:
A report was received that the patient was getting shocking sensations when moving or when pressing against the ipg or leads. High impedances were noted. The patient underwent a revision procedure wherein the lead and ipg were replaced. Device malfunction was suspected. Four electrodes came off the paddle lead but the dislodged electrodes were successfully removed from the patient¿s body. The patient was doing well postoperatively.

Event description:
A report was received that the patient was getting shocking sensations when moving or when pressing against the ipg or leads. High impedances were noted. The patient underwent a revision procedure wherein the lead and ipg were replaced. Device malfunction was suspected. Four electrodes came off the paddle lead but the dislodged electrodes were successfully removed from the patient¿s body. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1110 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg passed all the required tests and revealed no anomalies. Sc-8120-50 (sn (B)(4)) device evaluation indicated that the complaint was confirmed. The returned paddle lead exhibited severe damages. The lead body was cleanly cut during the explant procedure. Six of the electrodes have been broken off and were not returned. In addition, there were several cable fractures about 4 centimeters from one of the proximal ends. All cables were exposed about 10 centimeters away from the proximal ends caused by pulling during the explant procedure.

Manufacturer narrative:
Additional information was received that electrodes were dislodged prior to the procedure. No device malfunction was suspected on the ipg.